Event description:
It was reported that the patient had a loss of bladder control and difficulties emptying her bladder just prior to a urinary tract infection. This occurred a few weeks prior to the report. The patient did obtain antibiotics. The patient also was unable to adjust stimulation. This was resolved with repositioning the programmer. The patient turned her stimulation up to 1.6 v and planned to monitor her symptoms. Additional information was requested.

Manufacturer narrative:
Lead model 3889-28 lot# v915099 implanted: (B)(6) 2012 explanted: na. Programer model 3037 serial# (B)(4).